Event description:
It was reported that this right ventricular (rv) lead was dislodged. Subsequently the lead was repositioned and remains in service. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section d6a implant date.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Subsequently the lead was repositioned and remains in service. No additional patient adverse effects were reported.